Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that received that they have a keypad anomaly. The blood glucose reading is 347 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.